Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. The atrial lead exhibited an out of range impedance alert. A lead fracture had been previously noted and the doctor elected to program off the lead. During this visit the device was reprogrammed and the lead remained implanted.